Event description:
The user facility reported that after the percutaneous coronary intervention (pci), a 6fr, 10cm procedure sheath. That was used via right common femoral artery was removed. When the assembly was inserted into the artery, the backflow of blood was not observed from the drip hole. Although the assembly was pushed and pulled a few times to make sure that the assembly was at the appropriate position, no backflow of the blood was observed. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was pci. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. The estimated blood loss was less than 250cc. There was no health damage to the patient. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for the blood return issue since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).